Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to have been disposed of; however, a photograph of the device was received and will be evaluated. Should additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a large volume infusor was found to be too cloudy. This was noticed after the device was filled with flucloxacillin (baxter compounded solution) and before patient connection. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 25, 2013 ¿ october 28. The actual sample was discarded. A photograph was provided for evaluation. The reported condition was verified by examination of the photo with the naked eye, however the cause could not be determined. No further evaluation could be done. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.